Event description:
Healthcare professional reported a xen®45 gts event described as "implant did not stay implanted" in left eye.

Manufacturer narrative:
Device evaluation: unable to be verified. No physical damage, debris, and/or anomalies were observed on the returned packaging or device; all visual conditions were met. Functional evaluation confirmed that the device performed in its intended manner. The complaint concerned the gel stent. Since the stent was not returned, the complaint could not be verified.

Manufacturer narrative:
Clarification to device manufacture date: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "implant did not stay implanted" in left eye.